Event description:
On 16/nov/2023, fresenius became aware this patient with end stage renal disease on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy, was diagnosed with peritonitis on (B)(6) 2023. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room (ER) on (B)(6) 2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. Prior to being evaluated in the ER (not admitted, <24 hours), the patient believed she was suffering from food poisoning. However, it appears a peritoneal effluent fluid culture and cell count (wbc = 143 u/l) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) (B)(4) 2000 mg every 5 days for a total of 6 doses, and ip (B)(4) 2000 mg daily for 14 days. The patient¿s peritoneal effluent culture result returned positive for coagulase-negative staphylococcus (date/species unknown), and the patient¿s antibiotics were continued. The pdrn reported causality is currently unknown, as the patient was unable to pinpoint a specific event. The patient has recovered from the events and continues to undergo ccpd therapy utilizing the same liberty select cycler without reported issue.